Manufacturer narrative:
This report is submitted on july 14, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due to extrusion of the receiver-stimulator. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.